Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced blood pooling in stopper well. The following information was provided by the initial reporter. The customer stated: is reported customer experienced blood pooling on stopper. The customer experienced ¿blood leakage¿ post blood collection on the cap of the lavender edta tube specifically coming from where the needle was inserted. The leakage appeared as a ¿pool of blood¿ on the tube cap. The first occurrence was ¿this weekend¿ (no other specifics were provided regarding start of this event). The leakage occurred in all the lavender edta tubes from the above mentioned lot. The blood was watery and ¿pinkish.¿ the leaking blood also ¿dripped¿ onto the lab bench and ¿splashed¿ onto the tech; ¿it was dripping on the instruments¿ on the bench. The tech said she wears ¿rubber gloves¿ and was not directly exposed to the leaking blood."

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced blood pooling in stopper well. The following information was provided by the initial reporter. The customer stated: is reported customer experienced blood pooling on stopper. The customer experienced ¿blood leakage¿ post blood collection on the cap of the lavender edta tube specifically coming from where the needle was inserted. The leakage appeared as a ¿pool of blood¿ on the tube cap. The first occurrence was ¿this weekend¿ (no other specifics were provided regarding start of this event). The leakage occurred in all the lavender edta tubes from the above mentioned lot. The blood was watery and ¿pinkish.¿ the leaking blood also ¿dripped¿ onto the lab bench and ¿splashed¿ onto the tech; ¿it was dripping on the instruments¿ on the bench. The tech said she wears ¿rubber gloves¿ and was not directly exposed to the leaking blood. "

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
The following fields were updated due to additional information: h6: b02, b14, b17. Imdrf annex b grid. Investigation summary bd had not received samples or photos for evaluation. 10 production lot in-house retention samples were draw tested, and no pooling of liquid was identified, and all test results were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced blood pooling in stopper well the following information was provided by the initial reporter. The customer stated: is reported customer experienced blood pooling on stopper. The customer experienced ¿blood leakage¿ post blood collection on the cap of the lavender edta tube specifically coming from where the needle was inserted. The leakage appeared as a ¿pool of blood¿ on the tube cap. The first occurrence was ¿this weekend¿ (no other specifics were provided regarding start of this event). The leakage occurred in all the lavender edta tubes from the above mentioned lot. The blood was watery and ¿pinkish.¿ the leaking blood also ¿dripped¿ onto the lab bench and ¿splashed¿ onto the tech; ¿it was dripping on the instruments¿ on the bench. The tech said she wears ¿rubber gloves¿ and was not directly exposed to the leaking blood. "